Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause of the falsely depressed ecrea result is a reagent probe 1 flush valve failure. A siemens healthcare customer service engineer was dispatched to the site and replaced the failed part. The issue was resolved. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Original MDR was submitted 02-14-2014. Supplement submitted to correct the manufacturer site to siemens healthcare diagnostics, (B)(4). Manufacturer establishment code 1226181 remains correct.

Event description:
A falsely depressed creatinine (ecrea) result was obtained on a patient sample. The patient results was reported to the physicians. After a cluster of discrepant results was discovered by the laboratory, patient samples were repeated and a higher result for this patient was obtained and reported. It is unknown if patient treatment was altered or prescribed on the basis the falsely depressed ecrea result. There was no report of adverse health consequences as a result of the falsely depressed ecrea result.